Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd phaseal¿ protector p14j, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: according to the description of the complaint, leakage point is unknown. The sample has been evaluated by jfr lab. According to its report, the leak occurs between the protector and the vial. The needle was found bent. The puncture area was found out the center of the rubber stopper. Pictures shows something similar to a plastic cover. Jfrl report explains that the protector fitted properly to the vial. However, in the picture a plastic cover is shown which may hinder the proper connection of the protector and have influence of the leak found. On the other hand, during the puncture the metal cap of the vial was damaged, and this can cause the leak, as the puncture was not properly done through the rubber stopper. This can also cause the bent needle. In this case, as the lot is unknown, it is no possible to check the device history record in order to confirm that no issues happened during the manufacturing process. Retained samples cannot be checked. Several tests and inspections are performed during manufacturing process to avoid faulty parts. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Investigation conclusion: jfrl report explains that the protector fitted properly to the vial. However, in the picture a plastic cover is shown which may hinder the proper connection of the protector and have influence of the leak found. On the other hand, during the puncture the metal cap of the vial was damaged, and this can cause the leak, as the puncture was not properly done through the rubber stopper. This can also cause the bent needle. In this case, as the lot is unknown, it is no possible to check the device history record in order to confirm that no issues happened during the manufacturing process. Retained samples cannot be checked.